Event description:
It was reported that the 9800 system made a "popping" sound and the monitor went blank. Reboot of the system was required. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Identified the need to replace the x-ray tube, high voltage cable and the high voltage tank. The identified components have been ordered. Once the components are replaced, it is believed that the reported issue will be addressed. If add'l info is received that indicates other issues they will be reported as required.